Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during manual drain at end of therapy. The technical service representative (tsr) assisted to clear the alarm and explained the alarm to the home patient (hp). The hp would disconnect the setup. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the home patient (hp), it was revealed that she felt that it was her error because she was new to therapy. The hp stated that there were no disconnections, loose connections or defects with the supplies. The hp was very sure that it was something that she did. The hp stated that this was the only time this happened and that she has spoken to the nurse about this incident and everything has been fine. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number is unknown at this time. The sample was discarded and will not be returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.